Manufacturer narrative:
Unit received with cracked end cap noted. Unable to perform displacement test, rewind test, prime/delivery test, basic occlusion test and occlusion test due to cracked end cap. Broken reservoir tube lip with loose reservoir tube o-ring noted. Minor scratches on lcd window, scratches on reservoir tube window, cracked battery tube threads, cracked belt clip slot and missing end cap sticker.

Event description:
Customer reported via phone call to have dropped insulin pump causing damage to reservoir. Customer reported that reservoir was exposed and extra insulin squirt out from reservoir compartment. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.